Manufacturer narrative:
The device was manufactured at either: baxter healthcare ¿ (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set w/cassette was damaged; further described as the "hose" (tube) of the cassette "busted at point of y connector". This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.